Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the psi measurement value showed around latter half of 70 - 80, the patient was not recovered from anesthesia (so, it should be 25 - 50). The bis monitor showed 40-60 as acceptable range at the patient monitoring. The physician had monitored 5 times, but, same condition showed up. No alert or/and error message came up. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. Upon receiving, the bend relief of the sedline module was observed coming off and the cable was missing pin 8 and had a damaged pin 5; however, damage to these components would not affect the psi measurements. The device is functioning as designed. No product performance issue identified. Based on the investigation above, the customer complaint could not be duplicated. A service history record review reveals that this unit was in the field for over seventeen (17) months with no previous reported issues, related to this complaint, prior to this reported event.